Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). This medwatch was originally submitted on (B)(4). It is being resubmitted on (B)(4) as the original submission failed. Device evaluation: the device was returned to baxter for evaluation. A visual examination and functional tests were performed. Device evaluation could not confirm the reported condition of an overinfusion. The root cause could not be determined. The device is a single use device and was discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that one (1) infusor sv2 device had overinfused during patient use. According to the reporter, the infusor was filled on with 5% glucose and 5-fluorouracil and the total fill volume was 96 ml. The device was expected to infuse for 48 hours; however, the infusor reportedly emptied in 12 hours. There is no report of patient injury or medical intervention. No additional information is available.